Event description:
The customer alleged questionable results for multiple assays. Data for 6 patient samples was provided, for which the albumin gen. 2 (alb) result on one sample was discrepant. The initial alb result was 2.8 g/dl and was reported outside the laboratory. Testing was repeated on cobas integra serial number (B)(4) with an alb of 3.8 g/dl. The customer decided to take no action on this discrepancy and stated the difference was not significant enough to contact the physician or to correct the result. No serious adverse events were alleged in connection with this event. The alb reagent lot number was 63305101. The field service representative determined the event was caused by a defective valve. He replaced the valve, primed and initialized the system, and performed checks. Quality controls were run and were within acceptable ranges.